Manufacturer narrative:
Additional information is provided in d.10. H.3., h.6. And h.10. The company service representative examined the system and was not able to confirm or replicate the reported events. As a preventative measure (pm), the tray arm was replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. There was no problem found as related to the reported event of the tray arm drifting, therefore the root cause cannot be determined conclusively. The system was found to meet specifications; therefore, the root causes of the reported events of the system not having enough suction in vacuum during ia or phaco cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the tray drifts and vacuum is low in the phaco and irrigation/aspiration mode during a surgical procedure. Additional information has been requested and received stating that there were no system messages. The procedure was completed with the same console and there was no patient harm.